Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported that while using a regular retainer, the patient's dental provider sent a letter of recommendation (lor) to cease treatment because of bite concerns and enamel wear on #8, 9, & 23, 24. Reviewed bite & more of an edge to edge bite which contributed to the wear.

Manufacturer narrative:
Report #3014845255-2024-03221 is a duplicate of report #3014845255-2024-00584 issued on 7-09-2024.